Event description:
The customer's wife reported that the insulin pump was not functioning properly and an alarm occurred. The customer's wife stated that she was unable to perform troubleshooting because she did not have the insulin pump with her. The customer's wife stated that the device had air in the tubing, but was unsure of the exact alarm that occurred. Blood glucose level at the time of the incident was not provided. The customer's wife will call back to troubleshoot and is not returning the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.